Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 11/19/2025, the patient reported experiencing dizziness and nausea prior to losing consciousness. Due to these symptoms, he was unable to perform a fingerstick blood glucose check and could not recall the cgm reading at the time of the event. The patient was found unconscious by his grandson and was transported to the hospital. Upon arrival, a fingerstick blood glucose measurement was 40 mg/dl, while the dexcom continuous glucose monitor displayed a high glucose alert with a reading of 329 mg/dl. The patient reported receiving intravenous dextrose treatment five times during his hospitalization but was unable to recall the specific medication administered upon arrival. He remained hospitalized for four days. The patient could not remember any additional medications given during his stay or other fingerstick blood glucose values documented during admission. At the time of the report, the patient stated he was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.